Event description:
Nursing supv indicated that a female pt had rec'd approx 120 ml contrast extravasation, and they were treating in the following manner; "warm compresses, arm elevated and plastic surgeon in route to consult with pt. Pt lt. Hand very swollen, soft and painful." When prod monitoring inquired about injection protocol, the nursing division indicated that a 20 ga angiocath with alaris needleless sys was used to start the IV, but referred to CT dept for other details. CT technologist reports, "a female having a CT of chest pe study with contrast. IV access provided by nursing division. Optiray 320, prefilled syringe was loaded into the lf injector sys. Injection protocol was 3ml/sec for 120 ml volume." Customer states that the injector is working just fine, that the IV line was broken and when the nurse pulled the IV, she showed the technologist the bent needle. When asked if customer would like for us to evaluate the injector sys, customer stated, "no, the injector is working just fine. Cause was a bad IV device."

Manufacturer narrative:
Liebel flarsheim mfg report: when covidien prod monitoring contacted customer concerning this event, the customer stated, "the injector is working just fine, the IV line was broken and when the nurse pulled the IV she showed the technologist the bent needle." When asked if customer would like for us to evaluate the injector sys, customer stated, "no, the injector is working just fine. Cause was a bad IV device." A search of service records show no service calls on this hospitals unit since jan 2003. When asked if customer would like for us to evaluate the injector sys, customer stated, "no, the injector is working just fine. Cause was a bad IV device."